Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer¿s family via a manufacturer representative reported the consumer was implanted due to essential tremor. After the surgery due to discomfort, the consumer had all the devices explanted in (B)(6) 2012. There was not a more than 50% reduction in symptoms. Unknown if any troubleshooting was done or cause determined. There were no further complications reported/anticipated.

Manufacturer narrative:
(B)(4).